Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge alarm occurred during the load sequence. Customer loaded a new cartridge to resolve the issue however the cartridge alarm recurred.reportedly, the customer contacted the healthcare provider to obtain alternate insulin therapy.there was no adverse impact to the customer¿s blood glucose level.